Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted that "end cap fell off". The procedure was completed with a second fiber. Patient outcome: "ok."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Based upon failure analysis, this issue has been determined not to be an adverse or reportable event. Product evaluation: failure analysis for fiber (B)(4): the fiber shows minimum signs of usage; the fiber cap is still attached to the fiber; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; no failure was found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product. (B)(4).